Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that during a returned order service test, the device failed the distal occlusion test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the device in good condition but the tamper seal was removed. During the functional testing, the customer reported problem was confirmed. High pressure and no disposable alarm messages were found in the event history log. Signs of fluid ingression were found on the chassis base. The root cause was found to be the defective occlusion sensor. The downstream and upstream sensors were replaced due to discoloration from the fluid damage. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.